Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead measuring 47.5 cm was returned for analysis. An external insulation abrasion was noted at 12.7 ¿ 13.1 cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.